Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss over 1 hour.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage check: passed. Pairing test/download: passed. Share log review: no data. Transmitter download review: no data. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required. Subsequent to the initial MDR, additional information is available